Event description:
A customer reported a cartridge alarm on their device. Their blood glucose level was displayed as "high," but a specific value was unknown. In response to the high glucose level, the customer administered a corrective injection via multiple daily injections (mdi) and required no third-party assistance. Tandem technical support decided to replace the pump, and the customer opted to use mdi as a backup therapy to ensure continuous insulin delivery. The pump was out of warranty, but the customer expressed interest in obtaining an out-of-warranty loaner pump.